Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump error 41541. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that the event occurred during testing and no patient was involved in the event. Device analysis: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. Event log history was performed and showed that "system fault 41,541 occurred 1 0 0 3" was recorded in history. During analysis, the reported problem regarding "ER 41541" could not be confirmed. Service will replace the latch lock flex circuit as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.